Event description:
Customer reported unexpected negative reactions on the echo. A patient with a history of an anti-e resulted as negative with all e+ positive cells on capture-r ready ID (crrid) lot id132. Testing performed on another date resulted as expected. A new sample from the same patient was tested and resulted unexpected negative.

Manufacturer narrative:
Review of results files displayed negative reaction with crrid cells 1-14, cells 1, 3, 6, 7 are e+ and appeared as weak positive reactions with a slightly fuzz button and a small amount of adherence and were interpreted as negative on the echo. This issue was communicated to customers in technical communication cc-09-042-02 on (B)(6) 2009.